Manufacturer narrative:
Additional information was received that the reported malfunction was not reproduced. The unit functions as intended. No parts were replaced or actions taken this was not a reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction preventing mechanical ventilation. There was no report of patient involvement.